Manufacturer narrative:
Initial reported/physician information was not reported due to country privacy laws. Associated with MDR #: 2029214-2022-02123 separate reports will be submitted regarding the other pipelines involved medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who had a pipeline flex with shield implanted and had decreased therapeutic effect, neurological decline, and required retreatment. On (B)(6) 2021, the patient underwent a procedure for pipeline implantation to treat an unruptured spindle-shaped aneurysm of the vertebral artery. The aneurysm max diameter was 27.9mm and the neck diameter was 27.4mm. Dual antiplatelet treatment (dapt) was administered with pru level of 196 and act of 321 noted. The patient's baseline mrs was 3. It was reported that during the index procedure, balloon angioplasty was performed with the pipeline and placement of the pipeline and apposition was considered successful with no device malfunction. The patient was discharge on (B)(6) 2021; mrs remained 3 and no immediate post-operative complications were observed. At the 1 month follow-up visit on (B)(6) 2021, mrs remained 3 and no new symptoms were noted. During the follow-up period the following observations and complications were reported: at the 3 month follow-up visit, mrs remained 3. Dsa showed contrast filling in the aneurysm along the aneurysm wall. It was determined that retreatment was required. On (B)(6) 2022, 3 additional pipelines were implanted to address incomplete occlusion. At the 6 month follow-up visit on (B)(6) 2022, no new patient symptoms were noted and patient mrs remained 3. At the 12-month follow-up, the patient's mrs was 5. Dsa showed contrast filling in the aneurysm dome and continued incomplete occlusion was noted with no device malfunction or deficiency observed. Due to the increase in the aneurysm and continued incomplete occlusion, the patient underwent another surgery for coil embolization within the aneurysm and occlusion of the parent artery on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an incomplete occlusion, additional placement was completed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the increase in patient's mrs was due to an increase in aneursym.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported suffocation due to dysphagia due to increased aneurysm, cardiopulmonary arrest. Stopped. Resuscitation was possible, but disturbance of consciousness was prolonged. The event resulted in death on 9610691-2024-00019-2 2023. Causal relationship with device and procedure can be refuted due to underlying disease. Cranial nerve-related cause of death. Thrombogenic macroaneurysm in the vertebral basilar artery increased, and the patient received mass effect several times. But the patient died due to difficulty in control. Flow diverter was added and sta-pca bypass on both sides were added, but the increase in aneurysm was not controlled and the patient died. Oral antiplatelet treatment was administered. The aneurysm height was 10.6mm and the dome diameter was 16.2mm. A balloon catheter was used for angioplasty.